Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A patient care representative reported that a patient presented with foreign body sensation in the left eye one week post photorefractive keratectomy (prk). It was noted that the patient had an epithelial tear related to prk healing. A bandage contact lens was placed on the eye. Additional information received states that the bandage contact lens was removed and the epithelial tear has healed.

Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. Log file review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages. All laser system functions were within specifications at this day. No technical root cause could be determined as the system is performing within specifications. (B)(4).